Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during a procedure performed on september 10, 2015. According to the complainant, the stricture was very tight. During the procedure, the stent was deployed; however, difficulty was experienced during removal of the catheter tip. The stent was allowed to expand for several minutes. The handle broke when more force was applied in pulling the catheter. An unknown stent was then implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during a procedure performed on (B)(6) 2015. According to the complainant, the stricture was very tight. During the procedure, the stent was deployed; however, difficulty was experienced during removal of the catheter tip. The stent was allowed to expand for several minutes. The handle broke when more force was applied in pulling the catheter. An unknown stent was then implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.